Event description:
Physician reported right side "textured to smooth exchange and capsular contracture, baker grade iii. Physician additionally reported "hole, non specific." Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side textured, capsular contracture baker grade iii, and "hole, non-specific". Device has been explanted.